Manufacturer narrative:
No product was returned for investigation. The cause of the optical signal issue was not determined due to no product returned, insufficient data logs returned, and insufficient clinical details. The cause of the pump suction was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. The root cause of the stroke was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced signal and suction alarms. The patient received a transplant and the pump was explanted. Post transplant, the patient experienced a stroke.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.